Event description:
Allegedly revised due to broken stem component.

Manufacturer narrative:
Investigation is not complete. The device event code is addressed in the package insert. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.